Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported they began having issues retaining urine and feeling bad. Patient reported they went to their physician, who did not drain their bladder but changed the program, though it did not seem like it helped. Patient was also given medicine to help drain the bladder (5/day to help empty it). Patient reported they went to the hospital for unrelated heart reasons, and they drained the bladder at that time (about a week after hcp appt). Patient reported they had gotten back to feeling bad again. They were unfamiliar in using the implant system. Health care professional reported the patient¿s last office visit was (B)(6) 2017 and that they had not reported any issues since that visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.